Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed opening posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) additional observations: yellow particles observed outer device. No further actions are required as the device was implanted".

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
The device has been explanted and replaced.